Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched display window and cracked reservoir tube lip. No broken at battery tube threads noted.

Event description:
It was reported that the inside of the customer's insulin pump's battery compartment fell out during a battery change. The customer's blood glucose level was 111mg/dl. Standard troubleshooting was performed. The customer stated the damage occurred after he unscrewed the battery cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.